Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 166.5 mcg/day in flex mode via an implanted pump for intractable spasticity and multiple sclerosis (ms). A volume discrepancy was reported and the expected residual volume (erv) was less than the actual residual volume (arv) by 6-7cc that occurred about two weeks ago. This under delivering/under infusion had been a ¿known problem¿ for some time (event date asked and unknown). It was noted this ms patient was falling often with the last fall about two weeks ago, but the patient had three bad falls in the last three months. The patient was currently in the intensive care unit (ICU) and the hcp did not have an 8840, but wanted the pump interrogated. When troubleshooting started it was reported that no one was trained at the facility to program a single bolus dose safely for the patient, to confirm the patient¿s response, or to perform a catheter dye study. The reporter thought the patient was scheduled for a refill or maybe a pump exchange, but was not exactly sure what they were going to do. The patient was at another hospital with long periods of apnea/20 second laps of breathing so they utilized a bilevel positive airway pressure (bipap) mask. The patient was also experiencing hallucinations/delusions, altered mental status, periodically lucid or possible toxicity and the patient had pruritus on their backside. This all began approximately one week/10-18 days ago because for seven days the patient was at another hospital and three days ago was discharged there. The reporter tried to contact the patient¿s pump follow-up doctor but had not spoken with him at the time of the call. The reporter was also contemplating maybe the symptoms were part of an ms exacerbation or possible problem with the drug infusion system because of all the recent falls. The rep thought maybe it was lioresal in the pump but did not know for certain. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.